Event description:
Pt reported the infusion device showed no error alert. Pt reported when checking the infusion set, there was no insulin coming out of the infusion set. Pt reported having an elevated blood glucose level. No blood glucose reading was provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.